Event description:
Patient says the housing of the monitor is swollen, like heat has made it expand. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the cardio messenger smart was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. The analysis of the cardio messenger smart did not reveal any indication of a device malfunction. The device could be switched on properly and the battery could be charged successfully. The housing did not show any signs of damage or heat effects. The quality documents associated with this device were re-investigated. The review of these quality documents did not show any deviation. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.